Manufacturer narrative:
This device used for treatment and not diagnosis. A device history records review has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
It was reported the surgeon was performing a aortic valve replacement (avr) procedure. The surgeon normally performs a full sternotomy to complete the avr. During the procedure it was discovered the application instrument (zipfix gun) was broken. The procedure was successfully completed, with no injury to the patient. There were no delays reported. This is 1 of 1 report for complaint (B)(4).